Event description:
The account contacted an abbott customer tech advocate (cta) regarding erratic results being generated by their cell-dyn 1700 cs analyzer in closed mode. A pt sample generated an initial hemoglobin result of 7.9 g/dl and when repeated, yielded a hemoglobin of 10.8 g/dl. No flags were generated by the instrument for the hemoglobin parameters except for an "l" indicating that the hemoglobin of 7.9 and 10.8 g/dl were outside the established reference range. No impact to pt mgmt was reported.